Event description:
It was reported by the customer that a pyxis medstation es system barcode scanner failed, preventing user from removing the required medications. The customer stated that there was a delay due to user had to manually enter the number to retrieve the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the scanner failure was due to bad cable. A field service engineer replaced the universal serial bus scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.